Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position. On 13 april 2021, the patient presented to the emergency room. On (B)(6) 2021, the valve was explanted and replaced with a 25mm on-x mechanical heart valve by cryolife. Upon explant it was noted that pannus formation was extending on the leaflets which seemed to cause leaflet immobility. The patient was unstable after surgery but was confirmed to be recovering and expected to weaned from percutaneous cardio pulmonary support (pcps).

Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that there was outflow thrombus on all three cusps. There was a thin layer of fibrin on the inflow surface. The free edge of cusp 2 was folded. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The immobilizing thrombus on the outflow of the cusps could have contributed to the reported regurgitation.